Event description:
Defective product: a nurse using a bd 24 gauge 0.75 in 0.7 x 19mm angiocath needle inserted the needle into the skin and blood returned into the needle. However, when she tried to flush she couldn't because there was a hole in the bent catheter. Therefore, the blood leaked out instead of flushing. No other problems have been reported with other syringes.